Event description:
A malfunction with a reported code occurred, and it was identified as malf 12. There was no reported impact to the customer's blood glucose level, but the customer did not report if it exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.